Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9731203. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the instruments were not tracking. The emitter displayed a 'low signal' warning. The user was advised to check for potential metal interference, and it was determined that a mayo stand was positioned next to the emitter. Removing the mayo stand improved instrument tracking. During navigation, the surgeon reported that the straight suction instrument was intermittently flickering. The user repositioned the emitter to find the optimal placement for this procedure. Raising the emitter and positioning it closer to the patient helped stabilize instrument tracking. There was no surgical delay. There was no impact on patient outcome.